Event description:
Needle primed. Pt was on table ready to initiate procedure. Message on screen indicating "check handpiece". Connections checked. On stepping on peddle, again message appeared again on the screen and no cutting noise heard when md stepped on the pedal. Microtip switched out for another that did work.

Manufacturer narrative:
"Unit was received from the field for evaluation. To evaluation #(B)(4), which states - customer stated "checked handpiece" error displayed repeatedly. Found connector key on connector strain relief had been shaved/damaged. Appears to have ben installed misaligned. Failure due to customer error/training issue. The DHR for microtip lot 11213-07 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).